Event description:
The customer alleges that the syringe leaked at the level of the piston; which prevented the search for loss of resistance. No report of a pt injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one plastic lor syringe for investigation. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 3, section 7.2-leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 20 seconds. No leaks were detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 secs. No leaks were detected. A device history record review was performed on the lor syringe with no relevant findings. The supplier was contacted as a result of an increase in complaints for syringe part kz-05501-002. The supplier was provided with allegedly defective samples from previous complaints. The defect could not be confirmed. However, as a corrective/preventative action the supplier agreed to increase the minimum od spec effective immediately. This change will affect product received by arrow beginning on may 05, 2015. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. A device history record review was performed on the lor syringe with no evidence to suggest a mfg related issue. There were no functional issues found with the returned sample.